Event description:
Event description guidant received information that this transvenous defibrillation lead was experiencing noise/oversensing which resulted in pacing pauses. Patient had not received any inappropriate therapy. Account wants to consider replacing the lead. System remains actively implanted as of now. If additional information becomes available, event will be re-evaluated.